Manufacturer narrative:
The device has not been returned and an evaluation is done based on communication. This supplemental report is being submitted to provide this information. Please see the device history record review could not be performed as the serial number of the device is not known. The customer reported the brush for cleaning the device seemed difficult to get down the balloon channel or irrigation channel. The bw ¿ 412t combination brush being used for the device is intended to be used with the 190 series colonoscope and gastroscopes. Instructions for use (IFU) for this device states to use the bw ¿ 400b or bw ¿ 7b and the bw ¿ 411b for full cleaning of that particular balloon/irrigation channel and its opening. This was made known to the user. The user issue was caused by the usage of brush not intended for the device. The difference between bw-411b and bw-412t described in the instruction manual is that bw-412t only requires longer wire length. The customer is now using the correct brush. There was harm or infection to any patient.

Manufacturer narrative:
Due diligence was executed for this event. The bw¿412t combination brush being used for the device is intended to be used with the 190 series colonoscope and gastroscopes. Instructions for use (IFU) for this device states to use the bw¿400b or bw¿7b and the bw¿411b for full cleaning of that particular balloon/irrigation channel and its opening. This was made known to the user. The user issue was caused by the usage of brush not intended for the device. The device is not returned; a device evaluation will be done when it is. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during reprocessing of the device, the brush for cleaning the device seemed difficult to get down the balloon channel or irrigation channel. There is no adverse impact to any patient.